Event description:
Tegaderm bandages are not opening correctly. When top layer of dressing wrapper is pulled back, the tegaderm is not pulling with it. Instead, it is sticking to the underside of the wrapper. It was first noticed while preparing for dressing change. A replacement was gathered and it too had a problem. Several of the bandages from the box were noted to have the same issue. A sample was turned in to this reporter for return to the MFR. This did not reach the pt to cause harm, a different dressing was utilized.